Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2016-02612, 1627487-2016-02613. The patient received two peripheral (off-label) leads and one thoracic lead. It was reported the patient experienced ineffective stimulation. Reprogramming was unsuccessful as the issue recurred. Surgical intervention is planned as the next course of action.

Event description:
Device 1 of 3: reference MFR. Report: 1627487-2016-02612, reference MFR. Report: 1627487-2016-02613.follow-up identified the patient's scs system was explanted on (B)(6) 2016.